Event description:
It was reported that the patient experienced a pacemaker pocket infection and a whole pacemaker system extraction was conducted. The pacemaker system included a medtronic right ventricular (rv) lead. The pacemaker system was replaced with a leadless pacemaker. The procedure was completed without further consequence or complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".